Event description:
Info received indicates the head section is drifting down and he could hear a fluid noise.

Manufacturer narrative:
The technician replaced the hydraulic cylinder to repair the bed.